Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Additional information was received stating that the event did not have any impact on patient care. The issue resolved once the usb adaptor was replaced. Analysis of the returned usb adaptor was completed. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, not further anomalies were identified.

Manufacturer narrative:
.

Event description:
It was reported that the physician's tablet was giving a message "unable to open port" when attempting to interrogate a patient. A known good usb cable was used and the old usb cable was returned for analysis. Analysis is underway, but has not been completed to date. No additional relevant information has been received to date.